Event description:
According to the reporter, pre-operatively, while the powered handle was on the charger during set-up, the handle displayed an error message of a red circle with a line across. There was no patient involvement. Medtronic's initial evaluation of the incident device found that several calibration turns errors were created as a result of the fpga failures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.